Event description:
Per the clinic, the patient was treated with antibiotics (specific type, date and duration not reported) due to swelling over the implant site (specific date not reported).

Manufacturer narrative:
This report is submitted on (B)(6) 2022.